Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the returned product consisted of a nc quantum apex balloon catheter. There is an unidentified 0.014 guide wire in the guide wire lumen protruding from the shaft. 5.9cm of the guide wire is sticking out of the distal tip and 151.5cm of the guide wire is protruding out of the hole in the shaft that is 3mm from the exit notch. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is a hole in the shaft 3mm from the exit notch that was caused by the guide wire that is protruding from it. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guide wire. The shaft is also longitudinally torn 5mm starting from the exit notch. The shaft is buckled and stretched in numerous locations. The guide wire cannot be removed from the wire lumen. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that catheter perforation occurred. The target lesion was located in a vessel in the left side of the heart. A 12mm x 2.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during the procedure, the non-bsc guide wire exited the balloon catheter shaft before reaching the rapid exchange port. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that catheter perforation occurred. The target lesion was located in a vessel in the left side of the heart. A 12mm x 2.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during the procedure, the non-bsc guide wire exited the balloon catheter shaft before reaching the rapid exchange port. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.